Event description:
Boston scientific corporation received a capio open access suture capturing device in its unopened package with a loose piece visible inside it. The piece has not been identified. There was no patient or procedure involved.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event.the loose piece visible inside the package of the returned device was determined to be residual plastic from the shrink tubing trimming operation for the black tube of the device. This was not a detached part of the device. A manufacturing issue contributed to this event.

Event description:
Boston scientific corporation received a capio open access suture capturing device in its unopened package with a loose piece visible inside it. The piece has not been identified. There was no patient or procedure involved.